Manufacturer narrative:
Results of manufacturers final investigation: based on extensive experiments, it was concluded that the most likely cause of the observed haptic breakage is a combination of moving the slider fast forward while applying upward force to the slider. This movement may cause the lens-downholder to deform, and if this happens an edge of the lens-downholder intended to guide the plunger applies unintended shear force on the trailing haptic. This unintended shear force may damage the haptic when it is pushed in its folded position, which can result into breakage of the trailing haptic as been observed in our experiments. This scenario is a double fault condition with respect to the directions given in the IFU. The IFU has been reviewed and it is concluded that the steps described are sufficiently clear to prevent the failure mechanism from happening, if customers adhere to the instructions provided.

Event description:
It was reported that one of the "legs" (haptic) was almost completely off. This was noticed when the lens was close to being fully implanted. The lens was then removed and replaced. Patient outcome is unknown at this time.